Event description:
The customer reported to olympus the evis exera iii colonovideoscope, channel stuck found during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that due to clogging of channel tube, foreign objects come out of distal end. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: bending cover adhesive is peeled; engage function of angulation knob is loose; angulation has freeplay and does not reach specified standards; universal cord is scratched; universal cord has a scratch; adhesive on bending section cover or distal sheath rubber is detached; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; due to wear of forceps elevator lever, up/down knob cannot be locked securely; cleaning brush cannot be inserted nor removed; due to wear of angle wire, the play of up/down knob is out of the standard value; due to clogging of channel tube, and foreign objects come out of distal end. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that the returned device found foreign objects coming out of the distal end during evaluation; however; the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.